Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 04/24/2018. The caller stated the patient was unable to get ins working and respond to charging or turning on. Caller stated they have been attempting to get ins charged for a month and a half now. Caller stated the last time patient charged ins successfully was in january a couple times. Caller stated they never let the ins go for more than a couple days before patient will charge ins again. Caller stated they have never seen a code with a doctor on either of the insr or pp screens. Caller stated the belt/insr antenna can't connect to ins and won't do anything. Caller confirmed poor communication with pp and reposition antenna with insr over the phone. It was reviewed there was a suspected overdischarge and directed caller to hcp. Caller stated patient doesn't have a managing hcp but caller has a regular doctor that may be open to seeing patient in the office regarding suspected overdischarge. Caller stated they may need to drive to salt lake city for patient to see hcp regarding the suspected overdischarge, because patient has insurance through the state of (B)(6). The caller stated the patient needs the ins checked soon, as the patient is ¿debilitated.¿ caller reiterated patient's ins was slowly needing to be charged more often, as previously reported. Caller stated he noticed ins needing to be charged more often in february. Caller stated patient had been on the same settings for 6-12 months. Caller stated over the years they have made routine adjustments. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was being seen post op visit after a battery change. The patient reported she had extreme difficulty recharging her previous battery. The patient stated she was unable to charge it and it went dead. The patient stated she spoke with a sales rep about getting the "new battery that was easier to charge" at a visit prior to the replacement. The patient had a battery replacement, but did not get the newest battery which she was very upset that she got the same type of battery that she had before after she discussed getting the newest one. It is unknown of the were any factors that may have led or contributed to their issues. The patient was able to get 8 boxes of coupling with the new battery at the post op visit. The patient's char ging issues were resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reiterated the previously reported complaint regarding the inability to communicate with and charge the ins, and added that within the last 8 months was when the need to recharge more frequently started. The patient stated that they used to charge every 2.5 months, and now they need to charge every 2.5 weeks. The patient had been unable to contact an hcp, so physician listings were sent again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had an appointment scheduled with a manufacturer representative (rep) today at 3:20 and then the rep called and asked them if they could move the appointment to 1:20 instead. The patient stated that they did not get the reps name or number, but their hcp office just told them they could not keep the appointment with the rep because they do not have a contract with the manufacturer. The patient said they would try to get the reps contact information to notify the rep of the cancellation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that there was poor communication. The ins battery does not charge. It was confirmed that the recharger battery was fully charged, and the patient will try to connect to the ins, but it won't connect. The patient last had stimulation and was able to successfully charge 2 months ago. The reason for not charging the device was that the patient¿s father had passed away, so she was just dealing with the pain. The patient reported that, before battery depleted, the ins battery would last a month and then it kept getting shorter, so she would have to recharge more often. The patient was redirected to their healthcare provider to discuss jumpstart for possible overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative. It was reported the cause of the charging issues was not known. It was the first post op visit. The stimulation was turned on and the patient was able to get paresthesia needed and good coupling. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.